Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet was accidentally damaged during a work incident, resulting in a broken or cracked screen and necessitating a replacement; the patient transitioned to backup therapy and reported a blood glucose of 111 mg/dl. Symptoms included no adverse clinical effects. Outcomes included no reported impact on health or hospitalization. Investigation included customer service troubleshooting and education, verification of shipping and return process, instructions to shut down the device to avoid further alerts, and guidance on data sync and cgm use. Investigation of this case revealed physical damage to the device exterior consistent with accidental impact, with no device-generated alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling damage unrelated to a device malfunction.